Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a (B)(6)-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 1999, (B)(6) 2005, (B)(6) 2008), recurrent abortion, nocturia, dysuria, fever and endometriosis. Concurrent conditions included herniated disc, bacterial vaginosis, chest pain, yeast infection, acute sinusitis, alopecia, muscle spasm, ovarian cyst, flank pain, allergic reaction to antibiotics, itchy scalp, kidney stone, pain in arm, offensive vaginal discharge, lumbar radiculopathy and lumbar spine degeneration. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, metronidazole, miconazole nitrate (monistat) and naproxen. In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced urinary tract infection ("recurring uti/infection (bladder/urinary tract/vaginal); uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss/hair loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. In 2009, the patient experienced vaginal infection ("vaginosis infections") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hot flashes"), night sweats ("night sweat") and insomnia ("loss of sleep"). The patient was treated with metronidazole (metrogel) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, depression, anxiety, alopecia, abdominal pain, hot flush, night sweats and insomnia outcome was unknown and the vaginal infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, depression, dyspareunia, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- back pain due to hernia in back had spine surgery discrepancy noted- bilateral salpingectomy reported in pfs but in the same pfs plaintiff claimed of device removal as "yes" and claimed currently planning for essure removal: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: results: positive. Ultrasound scan vagina - on (B)(6) 2017: impression: 1 2.1 cm heterogeneous myometrial lesion is likely a leiomyoma. 2.2.9 cm simple appearing right ovarian cyst is likely physiologic.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Event:hot flashes, night sweats, loss sleep were added. Event: pelvic pain and pregnancy seriousness criteria were updated. Bilateral salpingectomy reported. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 1999, (B)(6) 2005, (B)(6) 2008), recurrent abortion, nocturia, dysuria, fever and endometriosis. Concurrent conditions included herniated disc, bacterial vaginosis, chest pain, yeast infection, acute sinusitis, alopecia, muscle spasm, ovarian cyst, flank pain, allergic reaction to antibiotics, itchy scalp, kidney stone, pain in arm, offensive vaginal discharge, lumbar radiculopathy and lumbar spine degeneration. Concomitant products included ibuprofen, metronidazole, miconazole nitrate (monistat) and naproxen. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced urinary tract infection ("recurring uti/infection (bladder/urinary tract/vaginal); uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss/hair loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. In 2009, the patient experienced vaginal infection ("vaginosis infections") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hot flashes"), night sweats ("night sweat"), insomnia ("loss of sleep"), paraesthesia ("tingling in legs and feet"), back pain ("baches with hedaches"), degenerative bone disease ("degenerate bone disease"), polyarthritis ("arthritis all over the body"), neck pain ("neck having problem") and arthralgia ("joint pain"), was found to have uterine leiomyoma ("fibroids") and underwent intervertebral disc operation ("herniated disk l2 l4 and l5 with spinal surgery"). The patient was treated with metronidazole (metrogel) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved, the pregnancy with contraceptive device, urinary tract infection, depression, anxiety, alopecia, abdominal pain, hot flush, night sweats, insomnia, paraesthesia, back pain, uterine leiomyoma, degenerative bone disease, intervertebral disc operation, polyarthritis, neck pain and arthralgia outcome was unknown and the vaginal infection, migraine, headache, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, degenerative bone disease, depression, dyspareunia, fatigue, headache, heavy menstrual bleeding, hot flush, insomnia, intervertebral disc operation, migraine, neck pain, night sweats, paraesthesia, pelvic pain, polyarthritis, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- back pain due to hernia in back had spine surgery discrepancy noted- bilateral salpingectomy reported in pfs but in the same pfs plaintiff claimed of device removal as "yes" and claimed currently planning for essure removal: no removal date: (B)(6) 2019(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2009: bilateral tubal occlusion with essure device. Pregnancy test - on (B)(6) 2008: results: positive. Ultrasound scan vagina - on (B)(6) 2017: impression: 1 2.1 cm heterogeneous myometrial lesion is likely a leiomyoma. 2.2.9 cm simple appearing right ovarian cyst is likely physiologic.. Lot number: 627729 manufacturing date: 2008-07 expiration date: 2010-07 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 1999, (B)(6) 2005, (B)(6) 2008), recurrent abortion, nocturia, dysuria, fever and endometriosis. Concurrent conditions included herniated disc, bacterial vaginosis, chest pain, yeast infection, acute sinusitis, alopecia, muscle spasm, ovarian cyst, flank pain, allergic reaction to antibiotics, itchy scalp, kidney stone, pain in arm, offensive vaginal discharge, lumbar radiculopathy and lumbar spine degeneration. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, metronidazole, miconazole nitrate (monistat) and naproxen. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced urinary tract infection ("recurring uti/infection (bladder/urinary tract/vaginal); uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss/hair loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. In 2009, the patient experienced vaginal infection ("vaginosis infections") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hot flashes"), night sweats ("night sweat"), insomnia ("loss of sleep"), paraesthesia ("tingling in legs and feet") and back pain ("batches with headaches"). The patient was treated with metronidazole (metrogel) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, depression, anxiety, alopecia, abdominal pain, hot flush, night sweats, insomnia, paraesthesia and back pain outcome was unknown and the vaginal infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, night sweats, paraesthesia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- back pain due to hernia in back had spine surgery discrepancy noted- bilateral salpingectomy reported in pfs but in the same pfs plaintiff claimed of device removal as "yes" and claimed currently planning for essure removal: no diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: results: positive. Ultrasound scan vagina - on (B)(6) 2017: impression: 1 2.1 cm heterogeneous myometrial lesion is likely a leiomyoma. 2.2.9 cm simple appearing right ovarian cyst is likely physiologic.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- paraesthesia lower limb, backache, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 1999, (B)(6) 2005, (B)(6) 2008), recurrent abortion, nocturia, dysuria, fever and endometriosis. Concurrent conditions included herniated disc, bacterial vaginosis, chest pain, yeast infection, acute sinusitis, alopecia, muscle spasm, ovarian cyst, flank pain, allergic reaction to antibiotics, itchy scalp, kidney stone, pain in arm, offensive vaginal discharge, lumbar radiculopathy and lumbar spine degeneration. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen, metronidazole, miconazole nitrate (monistat) and naproxen. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced urinary tract infection ("recurring uti/infection (bladder /urinary tract/vaginal); uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss/hair loss"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. In 2009, the patient experienced vaginal infection ("vaginosis infections") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hot flashes"), night sweats ("night sweat"), insomnia ("loss of sleep"), paraesthesia ("tingling in legs and feet"), back pain ("baches with hedaches"), degenerative bone disease ("degenerate bone disease"), arthritis ("arthritis all over the body"), neck pain ("neck having problem") and arthralgia ("joint pain"), was found to have uterine leiomyoma ("fibroids") and underwent intervertebral disc operation ("herniated disk l2 l4 and l5 with spinal surgery"). The patient was treated with metronidazole (metrogel) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection, depression, anxiety, alopecia, abdominal pain, hot flush, night sweats, insomnia, paraesthesia, back pain, uterine leiomyoma, degenerative bone disease, intervertebral disc operation, arthritis, neck pain and arthralgia outcome was unknown and the vaginal infection, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, arthritis, back pain, degenerative bone disease, depression, dyspareunia, fatigue, headache, hot flush, insomnia, intervertebral disc operation, menorrhagia, migraine, neck pain, night sweats, paraesthesia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- back pain due to hernia in back had spine surgery discrepancy noted- bilateral salpingectomy reported in pfs but in the same pfs plaintiff claimed of device removal as "yes" and claimed currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2008: results: positive. Ultrasound scan vagina - on (B)(6) 2017: impression: 1 2.1 cm heterogeneous myometrial lesion is likely a leiomyoma. 2.2.9 cm simple appearing right ovarian cyst is likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: added new event fibroids on 23-mar-2020: social media received. Reporter added. Event degenerate bone disease, herniated disk l2 l4 and l5 with spinal surgery, arthritis all over the body, neck having problem added. On 23-mar-2020: social media received. Event joint pain and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a 32-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 6 ((B)(6) 1992, (B)(6) 1993, (B)(6) 1996, (B)(6) 1999, (B)(6) 2005, (B)(6) 2008), recurrent abortion, nocturia, dysuria, fever and endometriosis. Concurrent conditions included herniated disc, bacterial vaginosis, chest pain, yeast infection, acute sinusitis, alopecia, muscle spasm, ovarian cyst, flank pain, allergic reaction to antibiotics, itchy scalp, kidney stone, pain in arm, offensive vaginal discharge, lumbar radiculopathy and lumbar spine degeneration. Concomitant products included (), ibuprofen, metronidazole, miconazole nitrate (monistat) and naproxen. In 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy") and experienced urinary tract infection ("recurring uti/infection (bladder/urinary tract/vaginal); uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and alopecia ("hair loss/hair loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) -2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. In 2009, the patient experienced vaginal infection ("vaginosis infections") with vaginal discharge and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hot flush ("hot flashes"), night sweats ("night sweat"), insomnia ("loss of sleep"), paraesthesia ("tingling in legs and feet"), back pain ("baches with hedaches"), degenerative bone disease ("degenerate bone disease"), polyarthritis ("arthritis all over the body"), neck pain ("neck having problem") and arthralgia ("joint pain"), was found to have uterine leiomyoma ("fibroids") and underwent intervertebral disc operation ("herniated disk l2 l4 and l5 with spinal surgery"). The patient was treated with metronidazole (metrogel) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, urinary tract infection, depression, anxiety, alopecia, abdominal pain, hot flush, night sweats, insomnia, paraesthesia, back pain, uterine leiomyoma, degenerative bone disease, intervertebral disc operation, polyarthritis, neck pain and arthralgia outcome was unknown and the vaginal infection, migraine, headache, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, degenerative bone disease, depression, dyspareunia, fatigue, headache, hot flush, insomnia, intervertebral disc operation, menorrhagia, migraine, neck pain, night sweats, paraesthesia, pelvic pain, polyarthritis, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- back pain due to hernia in back had spine surgery discrepancy noted- bilateral salpingectomy reported in pfs but in the same pfs plaintiff claimed of device removal as "yes" and claimed currently planning for essure removal: no removal date: (B)(6) 2019 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2009: bilateral tubal occlusion with essure device. Pregnancy test - on (B)(6) 2008: results: positive. Ultrasound scan vagina - on (B)(6) 2017: impression: 1 2.1 cm heterogeneous myometrial lesion is likely a leiomyoma. 2.2.9 cm simple appearing right ovarian cyst is likely physiologic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: added new event fibroids. On 23-mar-2020: social media received. Reporter added. Event degenerate bone disease, herniated disk l2 l4 and l5 with spinal surgery, arthritis all over the body, neck having problem added. On 23-mar-2020: social media received. Event joint pain and reporter information was added. On 27-apr-2020: pfs received: essure removal date added. On 9-jan-2020: pif received. Outcome for pain and bleeding added. On 19-apr-2021: mr received: reporter information, rcc note and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.